Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/3.5/133 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size lens implanted vertically due to low vault without rotation. The problem was resolved. The cause of the event is unknown. Reportedly, the status of the eye is, "ok."

Manufacturer narrative:
Pt information: unk. Off-label acd<3.0. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).